Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on the pump. The reporter stated that the patient woke up with a blood glucose of 500 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that during the night, the infusion set had become dislodged. When they patient reattached, they allegedly used the suspend feature of the pump by mistake causing a stoppage of insulin deliveries. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to use error of the pump.